Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant. During the procedure, there were helix retraction difficulties, and the parameter were not as expected. As a result, the procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.